Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j11047r03, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration, 1mg/day) in an im plantable pump for non-malignant pain. The patient was supposed to have a dye study before pump replacement, but "IV could not be put in to insert the dye." The patient's veins were small and they move, so an IV (intravenous line) could not be placed. After the pump replacement ((B)(6) 2016), the patient experienced pain when turning their head to the right and bad headaches. Three days post replacement, the patient was found on the floor, shaking and foaming at the mouth. Emergency response was called and the patient was taken to the hospital. An IV was placed in the patient's neck and they were airlifted to the another hospital. The manufacturer representative was present at the hospital on 18-jul-2016 and provided their business card and spoke to the patient. [Additional information received from the manufacturer representative indicated they were only present at the patient's pump replacement and were not aware of any issues.] On (B)(6) 2016, the patient had surgery and the "pump site was cleaned up" because when the patient stood, saline drained from the incision and the patient had bad headaches. During the (B)(6) 2016 surgery, "two places where the pump dislodged" were observed. The patient indicated they were leaking medication and spinal fluid. The patient still had bad headaches. The patient was not given oral medication for the headaches; patient was told they could only take tylenol. The patient had an appointment on (B)(6) 2016 to get the pump filled. It was also noted that at refills, it seemed like "quite a bit of medication was taken out." The patient stated this was due to the "shelf time." The patient never wanted to go through what they went through again. The patient was currently set at a rate of 2.0 mg/day. Prior to the replacement surgery, the rate was 4.0 mg/day.

Event description:
Additional information reported that the patient as transferred to the ICU (intensive care unit) and was on a vent for days. Per the patient they weaned her off the vent and gave her "mothers milk". The patient also stated that their incision was leaking and when the patient would stand up fluid would pour down their leg. Per the patient the physician told her they put too much saline into the pocket. The patient didn't know what the fluid was. The patient stated that the physician went back in and made another incision and told the patient the catheter had become dislodged where it meets the pump.

Event description:
Further information was received from a healthcare professional (hcp) on 2016-oct-18. It was reported that the pump was replaced on (B)(6) 2016 due to the pump nearing the end of life in a few months. The dye study was performed to check the patency of the catheter as it was old. The pump and the catheter were revised on (B)(6) 2016, but it was noted that the chart did not explain the reason or cause but the pocket was explored and the spinal segment was found disconnected. It was indicated that the patient did have a seizure in (B)(6). It was reported that headaches were ongoing, cause was unknown. The hcp did not have any further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.